Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received an inappropriate shock, which resulted in an impedance measurement of 131 ohms from the right ventricular (rv) lead. The physician will schedule an in-clinic follow-up appointment to reprogram the device to prevent further inappropriate therapy. Additionally, the rv lead pacing impedance measurements were now out-of-range (greater than 2,000 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance had been gradually increasing since implant, where it was 80 ohms and is now greater than 130 ohms. Due to this observation, as well as the out-of-range pacing impedance, ts recommended a thorough in-clinic assessment of the lead integrity, such as via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed during testing, or if the impedance should increase greater than 150 ohms on a delivered shock, ts recommended considering a lead revision. At this time, the ICD and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received an inappropriate shock, which resulted in an impedance measurement of 131 ohms from the right ventricular (rv) lead. The physician will schedule an in-clinic follow-up appointment to reprogram the device to prevent further inappropriate therapy. Additionally, the rv lead pacing impedance measurements were now out-of-range (greater than 2,000 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance had been gradually increasing since implant, where it was 80 ohms and is now greater than 130 ohms. Due to this observation, as well as the out-of-range pacing impedance, ts recommended a thorough in-clinic assessment of the lead integrity, such as via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed during testing, or if the impedance should increase greater than 150 ohms on a delivered shock, ts recommended considering a lead revision. At this time, the ICD and rv lead remain implanted and in-service. No additional adverse patient effects were reported.